Event description:
It was reported that the patient presented via remote transmission. Upon review the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to electromagnetic interference resulting in pacing inhibition. The patient was not pacer dependent. It was noted that the patient was undergoing an unrelated procedure at the time of the event. The oversensing could not be reproduced in the clinic. The lead measurements were within normal limits. No adverse issues were reported. The patient was in a stable condition.